Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2109 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The nature of the device deficiency was that the catheter has ruptured in the proximal tract and the distal part has migrated into the bloodstream up to the pulmonary. Retrieval of the catheter in angiografic room was required. The device was removed.